Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 11-may-2017 found that large syringe motor was not going home when wash was taken in. Replaced new needle with no change. Found injection valve needed to be rebuilt. Replaced both stator face and rotor seal. Also changed o-rings for needle that were worn. Ran controls with all good results. The most probable cause of the reported event was a clogged stator face and rotor seal.

Event description:
On (B)(6) 2017 the customer reported syringe l errors with their hlc-723g8 analyzer. Customer reported motor is grinding and the syringe - the sample probe is not descending into the tubes. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.